Manufacturer narrative:
(B)(4). Date sent: 03/04/2022. Additional information was requested, and the following was received: 1. Could you please clarify how long was the delay (hours/minutes)? 1 hour. 2. Were there any patient consequences as a result of the procedure being prolonged? Surgeon had to perform ileostomy. They had to resect the rectum and colon more to staple it again. Longer surgical time always worse for the patient, more time of venous and gaseous anesthetics and with an open abdomen. 3. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? The team made no specific mention.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the stapler was fired with the presence of the two stapling rings, but the rectum was not stapled in the posterior region which prolonged the surgical time. The procedure was delayed by 1-hour. Surgeon had to perform ileostomy. They had to re-sect the rectum and colon more to staple it again. Longer surgical time always worse for the patient, more time of venous and gaseous anesthetics and with an open abdomen. The team made no specific mention if there was any change to the post-operative care of the patient. Procedure: intestinal transit reconstruction.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2022. D4: batch # 107a37. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only casing half washer was present and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.